Manufacturer narrative:
Correction to fu #1 MDR should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain in the left leg and tenderness at the ipg pocket site. The pain occur whether the stimulation was on or off. The patient underwent a revision procedure wherein the battery packet was made deeper due to patient weight loss.

Manufacturer narrative:
This issue was previously reported in MFR # 3006630150-2017-04478.

Event description:
A report was received that the patient was experiencing pain in the left leg and tenderness at the ipg pocket site. The pain occur whether the stimulation was on or off. The patient underwent a revision procedure wherein the battery packet was made deeper due to patient weight loss.

Manufacturer narrative:
Additional information was received that the patients pain was due to weight loss.

Event description:
A report was received that the patient was experiencing pain in the left leg and tenderness at the ipg pocket site. The pain occur whether the stimulation was on or off. The patient underwent a revision procedure wherein the battery packet was made deeper due to patient weight loss.

Event description:
A report was received that the patient was experiencing pain in the left leg and tenderness at the ipg pocket site. The pain occur whether the stimulation was on or off. The patient underwent a revision procedure wherein the battery packet was made deeper due to patient weight loss.